Manufacturer narrative:
Event date reported to be either (B)(6) 2019 or (B)(6) 2019. Updated: age at time of event, patient sex, other relevant history.

Event description:
It was reported that the device became stuck on the wire. A jetstream catheter was selected for use for an atherectomy procedure in the right lower extremity. The catheter was advanced over a thruway guidewire without any issues. During advancement, the wire loop would get larger as the device moved forward to perform the atherectomy to indicate it was moving over the wire. However, when retracting the device back in rex mode, it would pull the wire every time and would become stuck on the guidewire. The guidewire would move with the catheter. The procedure was completed with this device and there were no patient complications.

Manufacturer narrative:
Event date reported to be either (B)(6) 2019 or (B)(6) 2019.

Event description:
It was reported that the device became stuck on the wire. A jetstream catheter was selected for use for an atherectomy procedure. The catheter was advanced over a thruway guidewire without any issues. During advancement, the wire loop would get larger as the device moved forward to perform the atherectomy to indicate it was moving over the wire. However, when retracting the device back in rex mode, it would pull the wire every time and would become stuck on the guidewire. The guidewire would move with the catheter. The procedure was completed with this device and there were no patient complications.